Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during the shoulder arthroscopy, the shuttle suture of the device was impaled and could not be pulled through. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-3642sp serial/batch number 15467418 was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the suture is frayed in many places and has been cut. The most likely cause is attributed to misuse/use error due to an improper surgical technique. Per the directions for use (dfu) bio-fastak, fastak¿, suturetak® and fibertak® suture anchors, dfu-0054-eo, revision 7: e. Warnings, 6. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device. 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.